Event description:
A surgeon reported air bubbles in the infusion cannula of a pak during surgery. The surgery team tried to fix the issue clumping the tube. This event delayed the surgery. A new pak was opened, but it did not contain the infusion tube so they had to use a third pak to complete the surgery. There was no patient impact.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).